Manufacturer narrative:
Additional information: d4, h10 an additional information was received on 06sept2019 stating that the product was used for a frontotemporal craniotomy brain tumor removal. Patient age, gender, symptoms were unknown. The physician considered that the infection to an unknown location was related to cemex (tokibo). No information could be obtained on the patient's status, if cultures were taken, or if patient was on antibiotics due to the infection. The device was not expected to be returned to the manufacturer for evaluation.

Event description:
N/a

Manufacturer narrative:
The device was not expected to be returned to the manufacturer for analysis/evaluation as per additional information received. Therefore, no failure analysis was possible and considered unconfirmed. The device history record showed no abnormalities were found in any of the processes performed at integra-anasco that could cause the reported event. Two (2) different products were used on this patient (tokibo¿s cemex and duragen). As per additional information provided with the complaint: the physician considered that the infection was related to cemex (tokibo). Therefore, the most probable cause for the infection, as determined by the physician, was due to the cemex used as part of the procedure and not related to the duragen.

Manufacturer narrative:
The device is not expected to be returned to the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that six weeks and three days have passed since the id2201i duragen 2x2 1 pack ce treatment of meningioma at the frontotemporal craniotomy on (B)(6) 2019. When resuming with re-open on (B)(6) 2019, it was confirmed that there was a high possibility that infection was occurring from the part where tikibo's semex was, but duragen created the tissue firmly, so it was not removed but washed without removing duragen and closed the head. Additional information has been requested.